Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss of stimulation. There was a report that the patient stopped feeling stimulation. They had tried increasing and they still feel nothing. There were no trauma or falls related to the issue. Using the programmer to check the device, the programmer showed that the stimulator was on. Group c was set a 7 volts which was normally at 6 volts. It was reported that they were able to change stimulation and had other groups. Reviewed to try different groups and make appropriate adjustments which resolved the reported issue. They changed to group a, at 5.10 volts, and they now feel stimulation. They tried group b and felt nothing. It appeared that group a was the only group where the patient felt stimulation. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.